Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted with a proglide device using the pre-close technique prior to a abdominal aortic aneurysm (aaa) interventional procedure. Two proglide devices were successfully pre-placed and used to achieve hemostasis on the contralateral side. Reportedly, the third proglide device used did not flush upon preparation. The proglide device was inserted deep into the artery; however, no bleed back was observed from the marker lumen. The proglide device was withdrawn from the patients anatomy, suction was applied with a syringe to the marker lumen, lots of air bubbles were drawn up into the syringe (consistent with it being outside the body), the device was reinserted but still no bleed back was observed. The proglide device was removed and set aside. The sutures of two new proglide devices were successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures of the fourth and fifth proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the perclose proglide instructions for use (IFU) states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. The IFU deviation did not contribute to the reported difficulties. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.